Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology were not reported. It was reported that after a film review it was noted that the stent graft was found to have migrated. There was no endoleak seen. After consultation with the patient's physician, the decision was made to repair the stent graft migration with a talent converter stent graft. No further information is available and no additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft migration), lack of information (unknown cause of stent graft migration). Evaluation, conclusion: lack of information (unknown cause of stent graft migration).

Event description:
Additional information and a correction for this case have been received. Due to the patient's current health status the patient will not have an intervention. The same event (device) was inadvertently reported under two separate mfg. Medwatch reports, (2953200-2012-01291 and 2953200-2012-01460) as the device and patient information was unknown for 2953200-2012-01291 and later found out to be the same patient as 2953200-2012-01460.